Event description:
It was reported that pump experienced malfunction alarm identified as malfunction code that occurred without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance on resetting pump, successfully reset malfunction without recurrence, and was advised to continue using pump and to call back if malfunction returned, which customer understood and acknowledged.